Event description:
The customer reported that the ambient light module is broken and hanging from the light head. There was no patient involvement. (B)(4).

Manufacturer narrative:
The broken module was replaced with a new one and the unit returned to service.